Manufacturer narrative:
A beckman coulter (bec) field service engineer replaced multiple parts including smart modules, power bus harness, and power distribution board assembly to resolve the issue. (B)(4). The software version for this instrument is 5.4.

Event description:
Field service engineer (fse) reported of observing 36v power failure errors at bus 14 in unicel dxc 600 pro synchron system. Upon further inspection, fse found burned/fried electronic component on the power distribution board assembly. There is no report of injury or exposure to the operator, and no medical attention needed due to this event.